Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the top case was cracked and the keypad support lens was cracked. Functional testing found that the pump was exhibiting an alarm at power-up along with a blank screen. The investigation determined that incomplete programming by the customer was the cause of the reported issue. Software was uploaded correctly to correct the reported issue. Service history review identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that the pump exhibited a "loud noise error." It is unknown if there was patient involvement, no adverse patient effects were reported.